Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that on (B)(6) 2021, during an implant the lead became dislodged while removing the outer guide catheter. Physician stated his disapproval with the cutter and decided not to attempt accessing the coronary sinus again due to length of procedure. The lead was not used. The patient is stable.